Manufacturer narrative:
It was noted that the device is not available for evaluation as it was retained at the research center. Medical records and x-rays were not provided to for review due to institutional (B)(4) and hippa regulations. A supplemental report will be submitted upon completion of the investigation.

Event description:
The arthroplasty was revised due to instability, pain, and tibial component fracture.the components were implanted in situ for ~12.3 y.the components tibial insert, tibial tray, femoral and patellar were revised. The patient presented with a (B)(6) three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding fracture involving a duracon baseplate was reported. The event was confirmed. Device evaluation: visual inspection of the provided images confirmed the reported event. The posterior portion of one of the baseplate condyles has fractured. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The arthroplasty was revised due to instability, pain, and tibial component fracture. The components were implanted in situ for approximately 12.3 y. The components tibial insert, tibial tray, femoral and patellar were revised. The patient presented with a ucla score of (B)(6) three months prior to revision surgery and a maximum score of (B)(6).